Event description:
Additional information has been provided upon request: "the interventions performed to control the tract ooze were placing a purse string suture around the sheath to tamponade the trace. This was successful. The patient was placed on dialysis after one day for aki due to the cardiogenic shock and the effluent in the dialysate was clear yellow as the mean arterial pressure was decreased, and the patient was in cardiogenic shock so the lactate of 3 was expected. The lactate cleared as well as documented in the flowsheet. The patient was explanted (B)(6) and the pump is not available for return."

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
A 58-year-old male with a past medical history of coronary artery disease with prior coronary stent placement and a history of substance abuse presented to the emergency department with worsening chest pain. Electrocardiography demonstrated st-segment elevations and ventricular arrhythmias. The patient was taken to the cardiac catheterization laboratory, where angiography identified in-stent stenosis of the left circumflex coronary artery and disease of the first obtuse marginal branch as the culprit lesions. In the setting of acute myocardial infarction with cardiogenic shock prior to coronary intervention, the decision was made to place an impella cp cardiac support device before percutaneous coronary intervention. The impella device was successfully implanted prior to intervention, and percutaneous coronary intervention was subsequently performed. Later that same day, the patient experienced continued ventricular arrhythmias following the procedure and required defibrillation for ventricular tachycardia and ventricular fibrillation. During removal of the peel-away sheath, bleeding was noted at the vascular access site, and purse-string sutures were placed to achieve hemostasis. The impella device was removed on november 14, 2025.

Manufacturer narrative:
Corrected information was provided in b1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in b5, d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of fluid leak cannot be determined since no product was returned and insufficient clinical details were provided.

Event description:
On (B)(6) 2025, a 58-year-old male with a past medical history of coronary artery disease with prior coronary stent placement and a history of substance abuse presented to the emergency department with worsening chest pain. Electrocardiography demonstrated st-segment elevations and ventricular arrhythmias. The patient was taken to the cardiac catheterization laboratory, where angiography identified in-stent stenosis of the left circumflex coronary artery and disease of the first obtuse marginal branch as the culprit lesions. In the setting of acute myocardial infarction with cardiogenic shock prior to coronary intervention, the decision was made to place an impella cp cardiac support device before percutaneous coronary intervention. The impella device was successfully implanted prior to intervention, and percutaneous coronary intervention was subsequently performed. Later that same day, the patient experienced continued ventricular arrhythmias following the procedure and required defibrillation for ventricular tachycardia and ventricular fibrillation. During removal of the peel-away sheath, bleeding was noted at the vascular access site, and purse-string sutures were placed to achieve hemostasis. The impella device was removed on (B)(6) 2025.

Manufacturer narrative:
Corrected information has been provided in b5 and b7.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an adult male with significant coronary artery disease and ongoing ventricular arrhythmias underwent placement of an impella cardiac support device before coronary intervention. Bleeding occurred at the vascular access site during removal of the peel-away sheath, where the blue suture hub had advanced deeply into the tract. The physician re-positioned the hub and placed a purse-string suture around the impella sheath to control the oozing. Following the procedure, the patient demonstrated pink urine, an elevated lactate level, and continued hemodynamic instability requiring monitoring in the intensive care unit. The impella device was subsequently removed once clinical management allowed.